Event description:
During a resuscitation of a pulseless, non-breathing pt by paramedics, the r2 multifunction adapter failed. When connecting the r2 pads to the lifepak 12 the connection was intermittent. A rhythm was obtained for a short period then machine indicated "leads off". When paramedics attempted external pacing the lp-12 would not function because it read "leads off". Problem appears to be in r2 adapter. Pt did not get external pacing because of this problem.